Manufacturer narrative:
Cmp-(B)(4). John h. Healey (2009) " early equivalence of uncemented press-fit and compress femoral fixation", 467:2792-2799. The journal article was published in 2009. Concomitant medical products: unknown compress femoral, catalog#: ni, lot#: ni. Unknown compress anchor plug, catalog#: ni, lot#: ni. Unknown compress tibial tray, catalog#: ni, lot#: ni. Unknown compress bearing, catalog#: ni, lot#: ni. Unknown compress stem, catalog#: ni, lot#: ni. (B)(6). The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05750, 06208, 06209, 06211, 06212. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported in a journal article that one (1) patient underwent a second surgery between one (1) and four (4) months following knee arthroplasty to treat a superficial wound infection. Attempts have been made to retrieve additional information, but no further information is available at this time.